Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus field service engineer reported (on behalf of the customer) that after physical installation, the evis exera iii video system center was checked and found to be working with the 180 series scopes; but with 170 series scopes and the gastrointestinal videoscope, an e315 error was present, and a color bar was displayed instead of the endoscopic image. There was no procedural impact or patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a e315 error indicates that a non-supported scope is connected. This message is displayed when cv-190 detects the type of a non-supported ccd (charge-coupled device) connection. It was found the event was caused when the image would not output in a 170 series scope even though the destination code was changed to cv-190 6eb. The device was corrected to adjust the shipping region. Correction: per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. Olympus will continue to monitor field performance for this device.